Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced no flow. The reporter stated that the infusor was used for 2 days (50 hours) at home and it was observed that the balloon did not fully deflate and there was solution remaining inside. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial reporter: facility name - (B)(6). This lot was manufactured between september 23, 2013 and september 24, 2013. Baxter received one sample for evaluation with approximately 21 ml of fluid in the bladder. Visual inspection shows no signs of occlusion or blockage that could have caused the reported problem. When the luer cap was removed from the distal luer for a functional test, flow was immediately observed at the distal luer. No signs of flow problem were observed from the unit during the functional test. Based on the evaluation finding, the reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.